Event description:
It was reported that the external pulse generator failed while in use on a patient. The note was dated (B)(6) 2011. Per follow-up with thebiomedical engineer the generator was found in a closet with that note and it is believed that it has not been in use since then. The generator was returned for service. There was no notation as to patient complications.

Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted. This device was included in that field action, returned product testing found the device did perform as described in the field action. Product event summary: analysis confirmed the reported event, the main printed circuit board (pcb) was replaced per the field action requirements. It was also noted that both bail covers were broken, and the keyboard was scratched. Further analysis was performed on the main pcb. This analysis confirmed the failure due to known integrated circuit socket component issue.